Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd893578 and gd893447. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient initially was hospitalized for gastritis. On an unknown date, during hospitalization, peritonitis was diagnosed. The cause and treatment for this event was not reported. It was not reported if the patient was re-trained on a proper aseptic technique. On an unknown date by the time of hospital discharge, the patient recovered from the events. The patient was discharged from the hospital three days later. This is report 1 of 2 associated with this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).